Event description:
It was reported by service report that the unit was shocking the caregivers. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Static electric shock.